Event description:
It was reported that the lead was explanted due to externalized conductors as seen under fluoroscopy. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned into two pieces. External insulation abrasions were observed at 40.8cm-40.9cm and 44.3cm-44.6cm from. The distal tip as a result of friction to ICD can. Internal abrasions were noted between 7.3cm and 10.7cm from the distal tip and between 28.8cm-29.3cm from the distal tip.